Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent dislodged during preparation. No patient effects were reported. No additional event or patient information is available.